Event description:
Size 19 aortic valve implanted, valve not functioning properly via transesophageal echocardiogram. Decision made to remove and replace valve. Surgeon requested valve to be returned to company for evaluation.